Event description:
It was reported by the customer that a pyxis ciisafe screen became unresponsive and displayed a black screen. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen became unresponsive and displayed a black screen. Field service engineer found that issue was resolve by customer. The system functioned as intended after customer resolved the issue